Event description:
It was reported revision surgery occurred on (B)(6) 2025 due to device migration and patient report of pain. The surgeon originally plated patient's 7th rib on (B)(6) 2024 with sternal plate for surgical stabilization of rib fracture. During the revision, the surgeon had to remove the plate as the plate and screws were backing out of the bone and coming away from the rib. Medial screws were removed with a driver while the lateral screws just pulled out of the bone. The surgeon believes it is due to under contouring of the plate. It was noted the surgeon was following the correct surgical technique in the original surgery. It was further mentioned it was not clear if the patient had been compliant post initial procedure. There was callus noted in the bone during the revision so no further devices were implanted.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.